Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Pt experienced a wound separation and infection three weeks after a cesarean section procedure. The pt was re-closed in the operating room with general anesthesia using metal staples and antibiotics.